Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose level of 480 mg/dl at the time of incident and it was treated using insulin shot. The customer states that the insulin pump had no delivery alarm and the insulin did not exit. The customer declined troubleshooting and the insulin pump will not be returned for analysis.